Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the packaging label. On visual/microscopic inspection, the stent delivery wire (sdw) was kinked bent. The stent was returned deployed and was seen to be deformed. Functional inspection was not carried out as stent had deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The stent was seen to be deployed and was deformed. The sdw was also kinked bent. The as reported as well as the as analyzed listed in the grid below will be assigned procedural factors, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, when the subject stent was delivered to the lesion it was unable to be advanced out of the micro catheter even after several tries. The physician withdrew the stent guide wire and stent sheath but the subject stent was missing. Physician completely withdrew the catheter from the patient's anatomy, cut it open with a pair of scissors and found the subject stent stuck inside the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequence to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, when the subject stent was delivered to the lesion it was unable to be advanced out of the micro catheter even after several tries. The physician withdrew the stent guide wire and stent sheath but the subject stent was missing. Physician completely withdrew the catheter from the patient's anatomy, cut it open with a pair of scissors and found the subject stent stuck inside the micro catheter. The physician replaced it with a new device and continued the procedure without clinical consequence to the patient.